Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient started having some ¿little accidents¿ again. This started on (B)(6) 2019. The patient was on program 3 at 3.0 volts and the therapy was on. They then increased the stimulation to 3.3 volts and felt it in the correct bike seat area. The patient was redirected to follow up with their healthcare professional (hcp) if the change did not improve their symptom control. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received reported that their device needed to be reset. The issue was reported as resolved. There were no further complications reported or anticipated.